Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastroscopy procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, after released the third band, the rest of the bands lifted and released at the same time. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands premature deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastroscopy procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, after released the third band, the rest of the bands lifted and released at the same time. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received on may 10, 2024 it was confirmed that the there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block e1 (initial reporter phone) has been updated based on the additional information received on may 10, 2024. Block h6: imdrf device code a150103 captures the reportable event of bands premature deployment. Block h11: correction: block e1 (initial reporter city).